Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving ec-760zp-v/l. It was reported that the scope was cultured and tested positive for pseudomonas aeruginosa. The total number of cfus and sample collection amount is unknown. There is no patient involvement, serious injury, or death associated with the event. As such, this report is being submitted in an abundance of caution.